Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that her daughter's onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2012 and obtained the following information: the patient tests ten times a day and manages her diabetes with humalog insulin (via insulin pump). The reporter corrected and clarified that the alleged issue began several weeks prior to contacting lfs. On (B)(6) 2012 (time not specified) while sitting in the car before going in to her scheduled doctor's office visit, the patient reportedly was experiencing symptoms of low blood glucose (specifying she was confused, dizzy, and sweaty); symptoms the reporter claimed her daughter would experience when her blood glucose is in the "40's". The patient's blood glucose reading prior to the onset of her symptoms is not known; however, at the time her symptoms began the patient reportedly tested her blood glucose with the subject meter and obtained a reading of either "80 or 100mg/dl". In response to her symptoms, the patient reportedly consumed candy (15 grams of sugar) and went into the doctor's office. Within 30 minutes to an hour after treating herself, the patient reportedly began to feel better and had obtained a reading of "140mg/dl" with the doctor's meter; no additional treatment was administered. At an unknown time later, the patient also had obtained a reading of "100mg/dl" with the subject meter. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement and the csr noted that the test strips used at the time of the time the alleged issue occurred were not available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There is also no evidence of a delay in treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.